Event description:
On (B)(6) 2012, the pt reported she had been receiving occlusions in her infusion sets repeatedly. On (B)(6) 2012, the pt passed out while working, in a hospital, and was taken to the emergency room. When she arrived at the emergency room, her blood glucose level was 790 mg/dl. Her target range is 120-160 mg/dl. The pt was treated with an insulin drip. She was in the emergency room for 10 hours, but was not admitted. The pt stated that when the infusion device displayed e4 occlusion error she changed all of the infusion device accessories and the insulin. The pt also changed the infusion site. She did not see any damage to the infusion set after removing it. She discarded all of the used infusion sets. The pt is not currently using the infusion device because she does not have any more infusion sets, but she has ordered more. The pt received materials to advise her on infusion site management. The infusion sets were replaced. No product has been requested to be returned for eval.